Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2012: the patient was pre-operatively diagnosed with l2-l3 and l3-l4 lumbar spondylosis lumbar recurrent stenosis lumbar radiculopathy and post-operatively diagnosed with l2-l3 and l3-l4 lumbar spondylosis lumbar recurrent stenosis lumbar radiculopathy plus spondylolysis of l2 and spondylolisthesis. The patient underwent following procedures: gill laminectomy of l2-l3 l3-l4 laminoplasty- style laminectomy l2-l3 and l3-l4 transforaminal lumbar interbody fusion with prosthetic interbody vertebral device posterior instrumentation. Posterior fusion at l3-l4. Removal of posterior segmental instrumentation l4-l5. As per op-notes, ¿a globus sustain o interbody implant was filled with infuse bone graft. Additional infuse was placed in the anterior aspect of the disk space and the interbody implant was placed in the central portion of the disk.¿ post-op, the patient alleged unspecified injury due to use of rhbmp-2.